Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The valve remains implanted and was, therefore not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore, no DHR is required. Imagery was provided within the medical article. Regurgitation was observed on echo. Thickened leaflet was observed on echo. Prolapsed cusp was also observed on echo. While edwards durability testing of sapien xt valves meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requirement, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves (per IFU). With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve as outlined in the IFU, and are not considered a device malfunction; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is completed, no further action is needed. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no edwards defect was identified, no corrective or preventative actions are required.

Manufacturer narrative:
Citation: doshi, sagar n., et al. 'Acute presentation of structural valve degeneration in a transcatheter heart valve (sapien xt) at 7.5 years; successful redo tavr with a sapien 3 ultra.' Cjc open 3.3 (2021): 383-386. Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, the medical article 'acute presentation of structural valve degeneration in a transcatheter heart valve (sapien xt) at 7.5 years; successful redo tavr with a sapien 3 ultra' was received and reviewed. A (B)(6) year-old man was admitted with acute heart failure in (B)(6) 2020. The patient underwent transfemoral tavr with a 26mm sapien xt valve for severe aortic stenosis in (B)(6) 2012. Tee showed modest leaflet thickening with good opening but severe aortic regurgitation due to leaflet prolapse. The CT aortogram showed no calcification of the thv leaflets, pannus formation, leaflet thrombus, or abscess. Authors postulated that a leaflet tear occurred as a result of svd, resulting in leaflet prolapse with resultant severe aortic regurgitation. Heart failure was treated with medication. In (B)(6) 2020, the patient underwent transfemoral tavr with a 26-mm sapien 3 ultra valve. Post procedure tte showed good function of the prosthesis. There were no complications and the patient was discharged the next day.